Manufacturer narrative:
(B) (4) - no code available (medical intervention required; cholangitis). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2010. According to the complainant, on (B)(6) 2010, the wallflex stent was implanted to treat a very tight benign stricture in the patient's distal common bile duct. On (B)(6) 2010, the patient went to the hospital with abdominal pain. The patient was diagnosed with cholangitis caused by stent migration and the stricture that remained. The patient was successfully treated with antibiotics and the placement of a 11,5 fr plastic stent. The physician did not find the migrated stent inside the patient. The patient's condition at the conclusion of the procedure was reported to be "stable." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on july 16, 2010: the lesion was not predilated, and there were no complications reported during the original implantation procedure. The stent was fully expanded by 3 days post procedure. No further intervention was required for the migrated stent, as the stent left the patient "in the natural way."

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B) (6) 2010. According to the complainant, on (B) (6) 2010, the wallflex stent was implanted to treat a very tight benign stricture in the patient's distal common bile duct. On (B) (6) 2010, the patient went to the hospital with abdominal pain. The patient was diagnosed with cholangitis caused by stent migration and the stricture that remained. The patient was successfully treated with antibiotics and the placement of a 11,5 fr plastic stent. The physician did not find the migrated stent inside the patient. The patient's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.